Event description:
On 5 june 2025, it was reported by an arthrex employee that ar-1938bc suture anchor, biocomposite suturetak®, knotless with #2 suture. Broke during use. This was discovered during a medial patellofemoral ligament (mpfl) procedure. The sutures anchor after implanting into the bone but the sutures were not sliding well and then broke off. The broken implant is left in the patient. Another anchor was re-inserted and the sutures from the previous anchor was cuff off. The case was completed successfully.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded that the most likely cause of the reported failure is user error. Specifically, the application of excessive force during suture tensioning, or adjusting the suture against a sharp or rough edge, may result in suture breakage. The complaint allegation was not confirmed. No evidence of that failure was received.